Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the down arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. No unexpected battery out limit alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the down button was not functional when attempting to deliver a correction bolus. The customer also reported a battery out limit alarm occuring after the battery was changed. The buttons were unresponsive to clear the battery out limit alarm. Customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.